Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 490 mg/dl. They increased their insulin and limited their food intake. Spouse found pt passed out. Spouse called 911 and when the emergency medical techs arrived they checked pt's glucose. Controls were not used. The device was replaced and requested to be returned for evaluation.